Event description:
During the laparoscopic procedure, the needle from the endostitch device came off. Needle lodged in tissue and could not be retrieved. Physician determined it would cause significant trauma to patient to try and remove. FDA safety report ID# (B)(4).